Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of 180-251 while using this infusion device. His normal blood glucose level is 120 mg/dl. He attempted to bolus through the infusion device to lower his blood glucose but was unsuccessful. On (B)(6) 2011, he switched to his previous infusion device using the same basal rates and his blood glucose decreased. He believes, the infusion device delivers too little insulin. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.